Manufacturer narrative:
The device was returned and evaluated by manufacturer. A hypotube break was noted at 25.5cm distal to the distal end of the strain relief. Multiple kinks were noted in various locations along the length of the hypotube shaft. No kinks or damages shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was loaded and tracked over a 0.014'' guidewire without issue.

Event description:
Reportable based on the device analysis completed on 16may2024. It was reported that a difficulty loading of wire occurred. The stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the tip was defective, and the wire could not fit in into the tip. The procedure was completed with a different device. There were no patient complications reported post procedure. However, device analysis revealed that the hypotube broke.